Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. A review of the service history record indicates that the device had been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side of the compact air drive device was not functioning and was defective and the reverse locking mechanism was blocked. It was noted that during evaluation it was confirmed that the trigger was blocked and there was excessive oxidation due to an improper cleaning and lubrication routine. It was determined that the release button locked due to damage on the adjuster nut, and the press pin locked due to it being smashed on the cover sleeve. It was further determined that the device failed pretest for check triggers for forward / reverse mode, check attachment coupling with attachments, and check the attachment coupling. It was noted in the service order that the ¿reverse locked and release button for poor hitch.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.